Event description:
Small hole developed near the center of the venous extension tube. When pressure exceeds 200, the hole leaks.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.